Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and white particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.